Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a distal tip bent. The device has the body kinked and the distal tip kinked. Overall length: 182 cm within specification. Od of distal tip: 0,0135 inch within specification. Od of middle of the device: 0,0135 inch within specification. Od of proximal section: 0,0135 / 0,0095 inch within specification. No other issues or defects were observed during product analysis of the returned device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4) / tw# (B)(4).

Event description:
Same case as MFR: 2134265-2017-06042. It was reported that a catheter intertwined with the guidewire occurred. The 70% stenosed target lesion was located in the 30% or less calcified artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that opticross¿ imaging catheter was intertwined with luge guide wire. The physician removed both devices by pulling together through luge guide wire successfully. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR: 2134265-2017-06042. It was reported that a catheter intertwined with the guidewire occurred. The 70% stenosed target lesion was located in the 30% or less calcified artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that opticross¿ imaging catheter was intertwined with luge guide wire. The physician removed both devices by pulling together through luge guide wire successfully. No harm to the patient was reported.